Event description:
It was reported by the health trust that during an unknown procedure, the staple device would not open. No reported injury to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45g cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information received: did the device cut? No. Did the device staple? No. How was the device removed from the tissue? It never got to that point. On what tissue type was the device used? At what location on the tissue? Never used. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Never fired. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Never fired. If echelon, during which stroke did the event occur? Never fired. What color cartridge was being used? Do not remember. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? If so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a. Was there any difficulty removing the device from the tissue? N/a. Is there any other additional information you would like to share about this device or procedure? Device would not open so it was not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? Did the device staple? How was the device removed from the tissue? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?